Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report high blood glucose reading. Blood glucose reading was 427 mg/dl. Troubleshooting was performed. Customer changed out the infusion set on the insulin pump and delivered insulin to treat high blood glucose. Customer will call back if blood glucose reading does not drop in a few hours. Nothing further reported.